Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the patient¿s rhythm changed from atrial fibrillation with complete heart block to sinus with complete heart block.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the patient had been unwell for one week. And presented to emergency room with syncope. It was noted, that presenting electrograms (egm) showed atrioventricular dissociation, due to current mode settings on the implantable pulse generator (ipg). The ipg mode was reprogrammed. It was further noted, that the right atrial (ra) lead exhibited oversensing on stored atrial tachyca rdia/atrial fibrillation (at/af) episodes. Both the ipg and ra lead remain in use. No further patient complications have been reported, as a result of this event.